Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an open sore under one of the electrodes. The patient's physician advised the patient to use a lotion on the irritation. The patient also applied alcohol and coconut oil. Follow-up indicated that the sore was starting to heal.